Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noisy signals on the right ventricular (rv) and right atrial (ra) lead channels that resulted in false signal artifact monitor (sam) events. The patient was undergoing dental surgery when the false sam event occurred. Also, during the procedure, it was reported there was a high out of range pacing impedance of greater than 3000 ohms on the rv lead from tip to can. Also, during the procedure, the overall rv lead pacing impedance was out of range low, measuring less than 200 ohms. The daily measurements showed a stable pacing impedance of 400 ohms prior to the procedure. After the procedure, the minute ventilation (mv) was programmed back on. A request was made to have data from this device analyzed. Data analysis confirmed there were no notable faults or resets, and the device appeared to be functioning as normal. This crt-d remains in service. No adverse patient effects were reported.